Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of right atrial (ra) signals, resulting in pacing inhibition. A chest x-ray was performed which did not reveal any lead movement. The device was reprogrammed and there were no further actions planned. No additional adverse patient effects were reported. The lead remains in service.